Manufacturer narrative:
(B)(4).

Event description:
It was further reported in (B)(6) 2018, when the subject arrived on the ward, the cardiovascular conditions were normal. The primary cause of death was ¿cerebral trauma.¿

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-03960, 2134265-2018-03961, and 2134265-2018-03963. (B)(6) clinical study. It was reported that the subject died. In (B)(6) 2018, the subject was referred for cardiac catheterization. Target lesion #1 was located in the distal right coronary artery (rca) with 95% stenosis and was 24mm long with a reference vessel diameter of 2.50mm. Target lesion # 1 was treated with pre-dilatation and placement of a 3.00 x 28mm study stent with 0% residual stenosis. Target lesion #2 was located in the mid rca with 80% stenosis and was 68mm long with a reference vessel diameter of 3.00mm. Target lesion # 2 was treated with pre-dilatation and placement of 3.00 x 38mm and 3.50 x 38mm study stents with 0% residual stenosis. Target lesion #3 was located in the proximal rca with 80% stenosis and was 16mm long with a reference vessel diameter of 4.00mm. Target lesion # 3 was treated with direct placement of a 4.00 x 20mm study stent. Following post dilatation residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject presented to emergency department after tripping over a step and falling on the back of the head. However, no loss of consciousness was noted. The subject was hospitalized with the diagnosis of contusion of the skull. Certified cardiographic technician examination was performed which revealed, no trauma or evidence of bleeding. Shortly after arrival on the ward, asystole was observed. Cardiopulmonary resuscitation was initiated which turn out to be unsuccessful. The subject died of asystole.